Event description:
Sales rep report: "when setting up for a case it was noticed that two small screws from the offset reamer handle had come loose and fell out of the handle."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.